Manufacturer narrative:
A follow-up will be sent if new information is retrieved.

Event description:
Surgery: on (B)(6) 2026. Intra-operative breakage of plate with unknown delay of surgery. Broken plate was replaced with a product of another manufacturer. Indication: humerus fracture.